Event description:
Reporter indicated a patient's vns generator was noted to be set to 0ma upon interrogation on (B)(6) 2012. The settings were corrected this day. At the previous appointment on (B)(6) 2012, vns settings were as intended upon initial interrogation. A systems diagnostics test was performed, but no final interrogation was done. It is most likely that the systems test faulted and changed the output current to 0ma. In addition, the patient no longer felt stimulation and her depression increased slightly to below pre-vns baseline level as a result of the loss in therapy. After the vns settings were readjusted, the patient experienced voice alteration and felt the vns stimulation. Attempts for programming history are in progress.

Manufacturer narrative:
Date of event, corrected data: the correct event date was confirmed from the vns programming history. Analysis of programming history.

Event description:
The patient's vns programming history was reviewed. Faulted systems diagnostics tests occurred on (B)(6) 2009, and (B)(6) 2012. All settings were corrected except for on (B)(6) 2012, when a final interrogation was not performed. At the next visit on (B)(6) 2012, settings were 1ma/20hz/500pulsewidth/30sec on/60min off, which is indicative of a previous faulted systems diagnostics test. The settings were not corrected at this visit, which was previously reported by the physician. The vns settings were not corrected until the next office visit on (B)(6) 2012.